Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had experienced a loss or change of therapy. The patient did not feel stimulation. It was noted that the patient had 4 strokes since 2014, but none of them were related to the device. The healthcare professional (hcp) had not instructed the patient to keep a voiding diary. The patient had increased stimulation to 4.1 and was not able to feel anything. The patient had started wetting herself. The issues started to occur on (B)(6) 2016. Further follow-up is being conducted to determine the circumstances that led to the loss of therapy and lack of stimulation, and to determine what steps were taken. If additional information is received, a follow-up report will be sent.